Event description:
It was reported that the pt, who had osteoporosis underwent a spinal procedure for burst fracture at t12-l4. One of the fixation screws at l4 backed out post op. A revision surgery was performed to replace the screw, approx 2.5 weeks post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are part # g86746545, lot # w07c2388; g86747540, lot# w07j0402 and g86747545, lot w07l4387. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.